Manufacturer narrative:
The correction of b5 describe event and problem deems required, d1 brand name, d2 product code. This is based on the internal evaluation. Previous b5 describe event and problem: on 2nd april, 2024 getinge became aware of an issue with one of surgical lights - powerled ii 700. There was not enough information to state if the issue is risk related. Then, during the visit on 4th april 2024 in customer's facility it was found one of the three bolts holding the headlight were broken. There was no injury reported, however, we decided to report the issue in abundance of caution as broken bolt could lead to detachment of the headlight into sterile field and it may cause serious injury. Corrected b5 describe event and problem: on 2nd april, 2024 getinge became aware of an issue with one of surgical lights - powerled 500. There was not enough information to state if the issue is risk related. Then, during the visit on 4th april 2024 in customer's facility it was found one of the three bolts holding the headlight were broken. There was no injury reported, however, we decided to report the issue in abundance of caution as broken bolt could lead to detachment of the headlight into sterile field and it may cause serious injury. Previous d1 brand name: powerled ii, corrected d1 brand name: powerled 500, previous d2 product code: ftd, corrected d2 product code: fsy. According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation.

Event description:
On 2nd april, 2024 getinge became aware of an issue with one of surgical lights - powerled 500. There was not enough information to state if the issue is risk related. Then, during the visit on 4th april 2024 in customer's facility it was found one of the three bolts holding the headlight were broken. There was no injury reported, however, we decided to report the issue in abundance of caution as broken bolt could lead to detachment of the headlight into sterile field and it may cause serious injury.

Event description:
On (B)(6) 2024 getinge became aware of an issue with one of surgical lights - powerled ii 700. There was not enough information to state if the issue is risk related. Then, during the visit on (B)(6) 2024 in customer's facility it was found one of the three bolts holding the headlight were broken. There was no injury reported, however, we decided to report the issue in abundance of caution as broken bolt could lead to detachment of the headlight into sterile field and it may cause serious injury.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Manufacturer narrative:
The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 2nd april, 2024 getinge became aware of an issue with one of surgical lights - powerled 500. There was not enough information to state if the issue is risk related. Then, during the visit on 4th april 2024 in customer's facility it was found one of the three bolts holding the headlight were broken. There was no injury reported, however, we decided to report the issue in abundance of caution as broken bolt could lead to detachment of the headlight into sterile field and it may cause serious injury. Corrected b5 describe event and problem: on 2nd april, 2024 getinge became aware of an issue with one of surgical lights - powerled 500. There was not enough information to state if the issue is risk related. Then, during the visit on 4th april 2024 in customer's facility it was found one of the three bolts holding the headlight were broken. Designated complaint unit employee confirmed based on photographic evidence that also the paint was peeling from fork. There was no injury reported, however, we decided to report the issue in abundance of caution as broken bolt could lead to detachment of the headlight into sterile field and it may cause serious injury and paint particles falling off into sterile field or during procedure may cause contamination. Getinge became aware of an issue with one of surgical lights - powerled 500. There was not enough information to state if the issue is risk related. Then, during the visit on 4th april 2024 in customer's facility it was found one of the three bolts holding the headlight were broken. Designated complaint unit employee confirmed based on photographic evidence that also the paint was peeling from fork. There was no injury reported, however, we decided to report the issue in abundance of caution as broken bolt could lead to detachment of the headlight into sterile field and it may cause serious injury and paint particles falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. There is no information if the claimed device was being used for patient treatment or diagnosis when the event took place. All maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid the collisions between devices. Visual inspections during the cleaning allow to detect the painting defect, we recommend to perform corrective maintenance to rectify the default after its detection. Minor pain chip can be repaired with touch up paint, nevertheless the parts impacted by serious damage must be replaced. The gap between the fork and the lighthead was caused by a loosening of the bracket fixing screws over a long period of time due to a lack of thread-locking patch on 3 screws in production line. To prevent any safety issue the user manual mentions to check the lightheads for chipped paint, impact marks and any other damage and to perform yearly preventive maintenance. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
On 2nd april, 2024 getinge became aware of an issue with one of surgical lights - powerled 500. There was not enough information to state if the issue is risk related. Then, during the visit on (B)(6) 2024 in customer's facility it was found one of the three bolts holding the headlight were broken. Designated complaint unit employee confirmed based on photographic evidence that also the paint was peeling from fork. There was no injury reported, however, we decided to report the issue in abundance of caution as broken bolt could lead to detachment of the headlight into sterile field and it may cause serious injury and paint particles falling off into sterile field or during procedure may cause contamination.